Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured april 21-23, 2025. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed white drug residue located at the blue winged luer cap which may indicate a leak occurred. The reported condition was verified. The cause of the condition could not be determined; however, may be use-related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked drug at the blue cap attached to line. The issue occurred prior to patient use while unpacking the device. The device was filled with 1800mg fluorouracil in 115ml sodium chloride 0.9%. There was no patient involvement. No additional information is available.